Event description:
It was reported that the iab was inserted prior to surgery. After surgery, blood was seen in the helium tubing. The iab was removed, but the pt suffered a "false aneurysm" during removal. The pt was being treated with heparin, which is felt to be a contributing factor.